Event description:
It was reported, that on (B)(6) 2014 a znn cmn nail 11.5mmx40cm 130 r was implanted. The surgeon stated, while trying to ream for the lag screw, that the targeting device and the hole to accept the lag screw were not lining up properly. The surgery time was extended for 20 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).